Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06555.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain: legs ache continuously; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; damage; psychiatric injury surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: repair of exposed transvaginal mesh/sling. On (B)(6) 2018 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: total removal of remaining tot + cystoscopy. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: further revision to fix complications. On (B)(6) 2020 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: nerve blockers. On march 1, 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: implant and nerve blockers. Nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: nurofen for the treatment of: pain. Treatment duration: 4 years. On (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: dryness and irritation. Treatment duration: 2 + years. On(B)(6) 2010 the patient commenced psychological medication: cymbalta for the treatment of: depression and partially for nerve pain. Treatment duration: 11 years +. On (B)(6) 2021 the patient commenced physiotherapy treatment for the treatment of: pain and control of bowels etc. As no pelvic floor. Treatment duration: 5 months. On (B)(6) 2021 the patient commenced other (please specify): senokot for the treatment of: constipation. Treatment duration: 6 months. On (B)(6) 2021 the patient commenced incontinence medication: betmiga for the treatment of: incontinence. Treatment duration: 4-5 months.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain: legs ache continuously; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; damage; psychiatric injury. Surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: repair of exposed transvaginal mesh/sling. On (B)(6) 2018 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: total removal of remaining tot + cystoscopy. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: further revision to fix complications. On (B)(6) 2020 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: nerve blockers. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: implant and nerve blockers. Nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: nurofen for the treatment of: pain. Treatment duration: 4 years. On (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: dryness and irritation. Treatment duration: 2 + years. On (B)(6) 2010 the patient commenced psychological medication: cymbalta for the treatment of: depression and partially for nerve pain. Treatment duration: 11 years +. On (B)(6) 2021 the patient commenced physiotherapy treatment for the treatment of: pain and control of bowels etc. As no pelvic floor. Treatment duration: 5 months. On (B)(6) 2021 the patient commenced other (please specify): senokot for the treatment of: constipation. Treatment duration: 6 months. On (B)(6) 2021 the patient commenced incontinence medication: betmiga for the treatment of: incontinence. Treatment duration: 4-5 months.